Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged airflow issue in the humidifier of the device and burning odor. Patient alleged short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged device has a burning odor, airflow issue in the humidifier of the device and tubing has light colored brown dust inside found while washing the face piece. The patients also alleged to have difficulty breathing/shortness of breath. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jun 17, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged device has a burning odor, airflow issue in the humidifier of the device and tubing has light colored brown dust inside found while washing the face piece. The patients also alleged to have difficulty breathing/shortness of breath. That are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Addational allegation was received that the device has strange odor and device will not turn on/device not functioning. Section e1 email and h6 medical device problem code was updated in this report. Sections e1 and h6 has been updated in this report.